Event description:
It was reported that at the end of an afib procedure, the variable lasso catheter could not be retracted from the sheath (sr0 8f, st. Jude medical). Excessive force was used in attempting to remove the catheter from the sheath. However, they did not manage to retrieve it, therefore, the catheter and sheath were removed together, which caused a mild small lesion of the vessel at the puncture site. Compress was applied to the injured area. No further complication was reported. Pt had fully recovered. The physician stated that the catheter was intact at the beginning of the procedure.